Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis of a peptic ulcer during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was deployed onto the bleed site; however, the clip could not be released from the catheter. The clip was pulled off of the tissue and removed from within the patient. No damage was noted to the tissue. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable with no adverse consequences.

Manufacturer narrative:
(B)(6). (B)(4) clip would not release from catheter. According to the complainant, the suspect device has been disposed and is not available for return. Based on the available information, the reported failure (failed to release from the catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.